Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The pump was not infusing as desired. Reported problem could not be verified. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found that the device was last serviced in nov/2025 per sr 3584814. The probable cause of the reported problem unknown. All functional test of the device passed

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not infusing as desired. There was patient involvement and no patient harm.